Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Reportedly, the customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. The cause of the low bg was unknown. The customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.